Event description:
Boston scientific received information that they were seeing double markers on the electrogram (egm). This right ventricular (rv) lead had loss of capture (loc) and possible oversensing causing non-sustained ventricular tachycardia (nsvt). The local sales representative also reported that the rv lead was exhibiting noise. The impedances and thresholds were checked and were within normal limits. They could not reproduce the noise. The physician decided to remove this rv lead from service. Upon the removal procedure it was observed that the lead was fractured at the proximal end. No other adverse patient effects were reported. Additional information received from the local sales representative states that the fracture was caused by a subclavian crush. There was no asystole noted and no other adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.